Event description:
So, I don¿t know where to begin from hair loss to leaky gut to severe irritable bowel syndrome, suffering, chronic pain daily, constantly tired, withdrawn, severe depression, pain constantly in one breast, eyesight got worse, rashes over body, kidney stones, numerous root canal treatments. Candida overgrowth, constantly having headaches, trouble with vision, numbness in left side of body, sinus infection, constant inflammation.